Event description:
Information was received indicating that during testing, a smiths medical (B)(6) pump exhibited cassette not attached properly, reattach cassette alarm. No patient was involved in this event. No adverse effects were reported.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms#(B)(4). No manufacturing or service issues were identified as causes of the customer's reported problem during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed tampered seal label was missing and minor scratches on liquid crystal display lens screen. During testing, unable to duplicate customer reported problem. However, problem was found in the event log. The root cause of the reported issue could not be determined. Downstream occlusion sensor was replaced as a preventive measure.